Event description:
It was reported that during the generator changeout, the physician was unable find a good position for the new lead. The lead was not used, and the original lead was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also reported that there was blood/body fluid on the distal conductor.